Event description:
It was reported that during implant attempt there was an apparent lead fracture and possible damage to the svc coil. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the defib conductor distorted and fractured (overstress). Both svc exposed defib conductor wires are fractured at 31.4cm, damaged at implant. Full lead returned and analyzed.